Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll (B)(4) for evaluation. A DHR review was performed and revealed no related complaint related to this platform. A visual inspection was performed and no physical damage was noticed. Functional testing was performed on the autopulse platform. The device was placed on a simulating patient test fixture (large resuscitation test fixture) and no user advisory or fault occurred. The autopulse passed testing and met all required specifications. A review of the autopulse's archive was performed and it showed multiple ua 8 (motor controller fault detected) occurring on the reported event date of (B)(6) 2016, thus confirming the reported complaint. The archive also shows multiple user advisories occurring on the reported event date but they are unrelated to the reported complaint. It displayed ua12 (lifeband not present occurred), ua2 (compression tracking error occurred on the first compression), ua45 (shaft not at "home" position occurred), and ua29 (loss of brake connectivity). Based on the platform's archive, it shows that nimh battery (B)(4) was used at the time fault 8 occurred. The archive shows that this nimh battery has a low voltage with remaining capacity of 603 and it was used repeatedly for compression. Fault 8 will triggered when low voltage battery is being used. Based on the platform's archive data, the battery was not fully charged at time of use in the autopulse platform. The nimh battery used at the time of this event ((B)(4)) was not returned with the platform. An investigation conducted using the battery serial number, found that the battery was not within its expected life span of 2-4 years. The expected service life of the autopulse nimh battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns. Per the device IFU, every battery should be test cycled every 30 days. Given that this battery only showed 27 test cycles and should have had 60 (+/- 1), it can be concluded that the customer was not performing proper battery management. Not following the recommended battery maintenance may result in faster aging. Based on the date code of the battery, the battery aged past the end of their useful life. Based on the investigation, no part was identified for replacement. Conclusion: in summary, the reported complaint of the board displayed ua 8 was confirmed during the review of the archive. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. However, the archive data revealed the failure may have been caused by nimh battery (B)(4).

Event description:
It was reported that during routine shift check the autopulse platform ((B)(4)) displayed user advisory (ua) 08 (motor controller fault detected). The platform was being tested on a manikin and performed without issue for two compressions, then the ua appeared. No patient was involved with this event. No additional information was provided.